Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that unknown factors most probably contributed to the event. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed a benign crack in the polycin vorite notch area next to the sense b electrode. The crack did not extend into insulation. X-rays did not reveal any abnormalities. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: it can be concluded that unknown factors most probably contributed to the event. The "no problem detected" investigation conclusion code was selected based on the observation of a benign crack in the polycin vorite of the sense b notch. The crack did not progress into the lead insulation. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited large artifacts and baseline drift. There was oversensing resulting in an inappropriate atrial fibrillation (af) episode to be stored. This occurred in the alternate vector. It was noted that the patient was out of town and could not come to the clinic presently so resolution could not be obtained. No adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, this electrode was explanted due to electrode conductor fracture. A new electrode was successfully placed. This product is expected to be returned for investigation. No additional adverse patient effects were reported. According to additional information, the explanted electrode has been shipped to boston scientific. Once received, a full investigation will be conducted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited large artifacts and baseline drift. There was oversensing resulting in an inappropriate atrial fibrillation (af) episode to be stored. This occurred in the alternate vector. It was noted that the patient was out of town and could not come to the clinic presently so resolution could not be obtained. No adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, this electrode was explanted due to electrode conductor fracture. A new electrode was successfully placed. This product is expected to be returned for investigation. No additional adverse patient effects were reported.